Manufacturer narrative:
At this time, this device is undergoing detailed analysis. When analysis is complete, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator's memory was reviewed. We confirmed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. The eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning longevity.